Manufacturer narrative:
We believe that this type of event is most likely technique related, extensive lab testing has shown that under normal conditions the reported event mode could not be duplicated, however, under extreme conditions, that is when the drill guide was bent during drilling with a drill bit, this caused the drill bit to rub against inner surface of the bent drill guide causing some metal to shave off of the drill guide, the reported condition was then duplicated. It is possible that pt injury could potentially occur if all the metal shaving are not recovered. It is because of this potential an MDR is being filed to documented this event. When and if the complaint device is received here at depuy mitek it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause a follow-up report will be filed. When the complaint device is received here at depuy mitek it will be subjected to a root cause failure analysis. If the analysis identifies any other definitive root cause a follow-up report will be filed.

Event description:
The surgeon was drilling through the drill guide and when he removed the drill bit, there were metal shavings in the joint space. A different guide was used with no further incidents.